Manufacturer narrative:
The investigations resulted that the customer's complaint of the metal vent tube dropping metal shavings was confirmed. Review of the returned bobbin vent tube found there to be metal shavings around the outer diameter of the shaft in between the two flanges. This part is manufactured in (B)(4) facility and packaged into the finished good at (B)(4) facility. Current inventory within the four walls of each facility is being held and investigated. Complaint history report reviewed and no trending was observed for this occurrence. Failure mode has not occurred frequently enough to require corrective action. Further investigation is occuring to determine if further corrective action is required.

Event description:
It was reported that during a procedure the surgeon noticed the metal vent tube dropping metal shavings. Nothing fell into the patient, and no injuries reported. Two devices were used in this case, see MFR report # 1037007-2015-00006 for second device.